Event description:
Surgery center reported a situation in which the visx star s2 excimer laser system asked for 4 successive gas boosts to increase energy to appropriate level. The center did not recalibrate after these 4 successive boosts. The next pt treated was overcorrected in both eyes. On 1/20/2000 the pt remained overcorrected.